Event description:
It was reported that during a coronary stent procedure of an rca lesion, the physician experienced inflation and deflation difficulties. The first inflation was to nominal pressure and then to 18 atm's. The balloon did not fully inflate. The balloon appeared to have "dog-boned". The inflation device was exchanged as they were unable to deflate the balloon. The physician retracted the delivery/stent device back as far as the guide catheter and was unable to retract into the guide catheter. The wire was exchanged and the physician deep seated the guide catheter for removal. The stent dislodged during removal. The physician was unable to locate the stent and it remains in the pt. Another express2 was successfully deployed to complete the procedure. Pt status is listed as "okay".